Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. Date implanted - 2000, exact day unknown

Event description:
It was reported that patient underwent hip arthroplasty in 2000. Subsequently, patient was revised in 2009 due to dislocation and pseudo tumor and the cup, liner and head were removed and replaced. The cup was noted to have been well fixed, but there was effusion in the joint. No further information has been reported to date.